Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced the light guide lens had redness. The event was found during maintenance. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the light guide lens had foreign objects and was dirty with a stain. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a stain /discoloration of the light guide lens and illumination was uneven. There were foreign objects found on the light guide lens. The light guide lens had corrosion. Additionally, due to clogging of nozzle, water removal ability did not meet the standard value. The plastic distal end cover was shaved. The adhesive was deteriorated and separated on the thread causing a dap on the plastic distal end. The insertion tube buckled and coating peel-off / buckles on the protector insertion section. The connecting tube had a scratch. The angle knob rotation/angulation direction/ knob play bending angles in the left, up, and down direction were out of specification. The universal cord had a scratch. The universal cord was sticky. The light guide bundle was slipping down. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation, ¿foreign material attached to lg-lens¿, was confirmed. Based on the results of the investigation, it could not be specified what the foreign material was and the root cause of the remaining foreign material. It was confirmed that there was no physical damage with the lg-lens. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The suggested event can be detected/prevented by handling the device according to the following IFU. ¿ detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.